Manufacturer narrative:
Follow-up received on 13-dec-2016: quality safety evaluation of ptc was provided. Ptc global number is (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced constant bacterial infections amongst non serious events. Plaintiff underwent surgery to remove her essure coils, almost five years after insertion. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering that event occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process. A product quality defect could not be confirmed but is considered plausible.

Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family. On or around (B)(6) 2011 the adult plaintiff underwent essure procedure. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, memory loss, depression, excessive dental problems, metal taste in mouth, excessive migraine headaches, chronic fatigue, constant bacterial infections, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent surgery to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced constant bacterial infections amongst non serious events. Plaintiff underwent surgery to remove her essure coils, almost five years after insertion. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering that event occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected.~ further information will be obtained through the litigation process.